Manufacturer narrative:
Concomitant medical products: product ID: 3888q45, lot# va07lh6, product type: lead. Product ID: 3888q45, lot# va0 7lh5, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that there was high impedance on electrode 8. The outcome was ongoing with no further action needed. No actions were taken as intervention. The device was interrogated and showed high impedance on electrode 8. The etiology was noted was related to the leads. The etiology was noted as not applicable to the device or therapy and unlikely related to the implant procedure. No signs or symptoms were reported.